Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to the sd card. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the resets was isolated to an sd card fault. The root cause for the sd card fault was unable to be positively determined. Device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to the sd card. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.